Event description:
The physician was treating a pt (age and gender unknown) who presented with a m2 occlusion. The pt had a short mi with an early bifurcation of the m2. The m2 was very tortuous (almost a "u" shape). The physician made a first pass with a merci retriever x6 resulting in a full revascularization in the superior division with remaining partial occlusion in the interior division. The physician made a second pass with the x6 in the inferior divison. Following no improvement it was decided to move forward with a concentric retriever l6. The physician noted that the inferior m2 vessel looked spastic after using concentric retriever l6. There was a vessel perforation in m2 which was thought by the physician to be due to concentric retriver l6. The physician went on to use t-pa which resulted in small subarachnoid hemorrhage, but also resulted in the full revascularizaiton in the inferior division. The physician indicated that the vessel perforation may have occurred during the retriever pull-back and the tortuous vessel combined with the vessel spasm, which caused the vessel to narrow down making the vessel smaller than the l6 device contributed to this event. The physician indicated that the subarachnoid hemorrhage was not clinically significant. Following the procedure, the pt had mild aphasia and right sided weakness, but the pt's condition improved the following day. No pt injury/adverse clinical sequelae occurred that was directly or indirectly related to the incident.

Manufacturer narrative:
Because the device was not returned to concentric medical, a complete investigation could not be performed. The manufacturing records for concentric retriever l6 devices that were shipped to the site, lot numbers 32164, 32181, 32201, 32240, and 32243, were reviewed and no anomalies were found that are related to this complaint.